Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with right ventricular lead exhibited noise, the patient had prior occurrences of noise. The lead was successfully capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and would be followed normally.